Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the returned product. Visual examination of the returned product identified wear from use. Nicks, scratches, and indentations are noted to both inner and outer spherical surfaces and rim face. No other damage was noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). 650-1159 delta cer fem hd 28/-3mm t1 3111504. Foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was implanted with the g7 dual mobility system. The head came off the bearing three (3) weeks postoperatively. The patient was revised due to head and bearing disassembly.